Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he experienced hyperglycemia. The customer's blood glucose level was 563 mg/dl at the time of the incident. It was reported that the customer installed the sensor and was going through the calibration and his blood glucose level went up to 400 mg/dl. He was assisted in troubleshooting for high blood glucose; however, he did not want to troubleshoot. The insulin pump will not be returned for analysis.